Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Explant date: if explanted; give date: not applicable; to date, the lens remains implanted. (B)(4). Other: the device has not been returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device can not be performed as a serial number was not provided. If there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A doctor requested calculation data for a hyperopic surprise patient who turned out to be +1.50 diopters with a model zcb00 lens. Reportedly, the doctor is planning to perform an explant. No further information was provided.